Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Error code e311 was displayed and the camera had no image due to a faulty charge-coupled device unit. In addition, service found the cable unit was leaking and the coupler had corrosion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, error code e311 (scope communication error) was displayed and the image from the camera head did not appear. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, an error code e311. And no image being displayed, due to a faulty charge-coupled device unit. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on (B)(6) 2022. The event occurred, before the procedure began. And a similar device was used to do the procedure without delay.